Event description:
It was reported that the pump battery could not be charged "cable not staying in place, battery charging has been inconsistent". There was no reported impact to the customer¿s blood glucose level. Customer declined additional follow up with support and no further corrective actions were documented.